Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, depleted battery status triggered on (B)(6) 2014. No maturing date or ageing timestamp date recorded. Battery voltage was 2.744 volts on (B)(6) 2015. (B)(4).

Event description:
It was reported that during the last follow up check of implantable pulse generator (ipg) lifetime was calculated 2-2.5 years. Two months later elective replacement indicator (eri) was reached. The ipg was planned for box change due to early eri. No patient complications have been reported as a result of this event.